Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infection at infusion set insertion site due to fragment of infusion set (B)(6) 2025. The patient discuss the infection with their healthcare professional (hcp). The patient got treated with medications. The infusion set was in use for 3 days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.